Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, broken of diaphragm valve and two curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening, broken sharp of diaphragm valve and opening crease smooth. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Broken sharp of diaphragm valve assessed as unidentified (tear) opening. One opening crease smooth assessed as fold flaw opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.